Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was received with scratches on the lcd window, cracked case display window corner, cracked battery tube threads and scratches on the reservoir tube window.

Event description:
Customer's mother reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual shot. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.